Event description:
It was reported that the patient underwent an l4-l5 tlif using rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly s howed that the patient developed ectopic bone growth and resulting nerve compression. The patient developed chronic pain, radiculitis, emotional distress, and mental anguish.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6)2008: patient presented with following pre-op diagnoses: right l4-l5 herniated nucleus pulposus/ degenerative disk disease; right lumbar radiculopathy; lumbar stenosis, l4-l5: intractable back and right lower extremity pain. For which patient underwent: right-sided transforaminal lumbar interbody fusion, l4-l5; placement of the interbody device at l4-l5; posterior segmental instrumentation, with bilateral percutaneous pedicle screws at l4 and l5; posterior spinal fusion, l4-l5. Per op notes, the left l4-l5 facet was exposed and then debrided with an acorn bur. A pledget of bmp was inserted in the debrided l4-l5 facet joint for posterior fusion. Upon completion of the discectomy, sizing of the cage was performed, and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disc space, followed by a pledget of bmp. The interbody device, itself was then inserted, which had been filled with bmp, along with some more local bone autograft. The bmp was used in the interbody space. Local autograft was placed along the decorticated medial transverse processes of l4 and l5 for posterior fusion. A sterile dressing was placed. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.